Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no physical damage of the device was found where the foreign material was remained. The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, brush unable to pass insertion tube, forceps passage clogged, insertion tube dented/scratched, angle rubber cracked, no suction flow, and low angulation. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope had foreign material clogged in the scope working channel. The event occurred during an endoscopic retrograde cholangiopancreatography therapeutic procedure. It was reported that the procedure was completed using another device with delay during device exchange. There was no report of patient harm or user injury associated with.